Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. No further information could be obtained.